Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was receiving an unexpected restart alarm on the insulin pump. When the customer cleared it, it said pump reset. Customer stated that he would call this afternoon.